Event description:
It was reported a patient experienced and was hospitalized for three days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Pd therapy was ongoing. The patient was recovering from the event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Evaluation: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. If any additional relevant information is received, a supplemental medwatch will be submitted. (B)(4).